Manufacturer narrative:
Concomitant medical products: proximal humerus, right, 9x160mm; item#: 47-2496-160-09; lot#: 3049708. Blunt tip screw, 4x38mm; item#: 47-2486-038-40; lot#: 3054464. Blunt tip screw, 4x42mm; item#: 47-2486-042-40; lot#: 3008327. Blunt tip screw, 4x52mm; item#: 47-2486-052-40; lot#: 3024744. Cortical bone screw, 4x26mm; item#: 47-2486-126-40; lot#: 3008330. Cortical bone screw, 4x26mm; item#: 47-2486-126-40; lot#: 3054259. Proximal humerus nail cap, 0mm; item#: 47-2488-010-00; lot#: 3062690. Torque limiting handle; item#: 27923; lot#: unknown. Lg cann screwdriver handle; item#: 214149000; lot#: unknown. Therapy date: unknown. The manufacturer did not receive x-rays or other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted with an ann nail on an unknown side. Two weeks from the initial surgery the surgeon found that the second screw backed out from the proper position. Revision surgery has not taken place yet.

Event description:
Patient was implanted with an ann nail on an unknown side. Two weeks from the initial surgery the surgeon found that the second screw backed out from the proper position. Revision surgery has not taken place yet.

Manufacturer narrative:
Additional information was received on jun 15, 2021. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additionals: e1, g3, g6, h1, h2, h10. The manufacturer received other documents for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Investigation results were made available. Additional: h2, h6. Correction: b4, b5, g3, g6, h10. Review of event description: it was reported that the patient was implanted with an ann nail on (B)(6) 2021. Two weeks from the initial surgery the surgeon found that the second screw backed out from the proper position. Revision has not taken place yet. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Ncr(s): no ncr with a potential correlation to the reported event was found. Raw material certificate: the raw material certificate was reviewed with no anomalies noted. Conclusion: it was reported that the patient was implanted with an ann nail on (B)(6) 2021. Two weeks from the initial surgery the surgeon found that the second screw backed out from the proper position. Revision has not taken place yet. Neither x-rays, operative notes, office visit notes, nor device(s) or photos of the device(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may have affected the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the investigation the reported event cannot be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for the reported migration of the screw. It can only be assumed that the cause might be multifactorial related to either patient condition and behaviour, implantation procedure or design features. If and to what extent any of these aspects may have influenced the reported event remains unknown. The need for corrective measures is not indicated for the time being and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update. Investigation results are now available.